Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high hv lead impedance was observed. About 2 weeks later, high, out of range hv lead impedance was observed. Lead replacement was suggested. The patient was stable.